Manufacturer narrative:
The operator reported all control vials are pierced in the middle of the stoppers and that there is no needle alignment issue. Service was not dispatched for this event. The customer received replacement controls. Root cause for the leak is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) to report cell control, low level leaked out the top of the stopper (thru point of pierce) during refrigeration. The customer was wearing lab coat, protective eyewear and gloves at the time the leak was discovered. No injury or exposure/contact to eye, skin, open wounds, or mucus membrane had occurred. The customer did not seek medical attention.